Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via e mail that two years ago, paramedics were called to his house to administer a glucagon shot. Customer indicated that he wanted to report this incident and does not want a follow up call. No further information was provided.